Manufacturer narrative:
The technician replaced the brake casters, brake steer caster and the cross shaft to resolve the issue.

Event description:
The technician alleged the brakes are not holding in brake mode. No patient impact.